Event description:
Related manufacturer reference number: 2017865-2025-12579. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD)'s set screw was unable to be rotated. The ICD was ultimately implanted. Post implant procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was repositioned on (B)(6) 2025. The patient was in stable condition.